Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: post-operative anterio-posterior and lateral x-rays for t2-ilium fusion were provided. The rods look short for the construct and both ilium screw heads are out of the tulips. No interbody grafts are present. Fusion status is unknown. Hardware placement is otherwise appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent t2-ilium neuro-muscular scoliosis surgery with the goal of fusion and stability. On an unknown date, post op, the implanted set screw dislodged from the screw. No patient complications were reported due to this event; hence, a revision surgery has not been planned to remove the set screw.

Manufacturer narrative:
X-ray review results: post-op t2-ilium fusion anterio-posterior lateral x-rays were provided. The rods look short for the construct both ilium screw heads are out of the tulips. No interbody grafts are present. Fusion status is unknown. Hardware placement is otherwise appropriate. If information is provided in the future, a supplemental report will be issued.